Event description:
It was reported that after an interventional procedure, arteriotomy closure of the mildly calcified left common femoral artery was achieved using a perclose proglide device. Reportedly, immediately after the procedure the patient developed pain at the access site. A computed tomography scan performed revealed an occlusion at the access site. The occlusion was treated six days later with angioplasty and an endarterectomy. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Calcification was reportedly present at the left common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and a query of the complaint-handling database were not performed because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.